Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted back into the loading area. No damage or abnormalities observed. The lens was replaced back into the loading area of the device for return. Solution was dried on the lens. One haptic was broken in the gusset area (returned). The optic was cut into multiple pieces, typical of insertion and removal. Product history records were reviewed, and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported broken haptic was observed. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, tailing haptic was broken. Subsequently the lens was removed during initial procedure and completed with another lens. There is no harm to the patient. Additional information received stating that in the surgeon's opinion event was may be due to cold weather but all lenses were stored under temperature control room.